Event description:
The facility representative reported that the pump alarms, freezes up and reads "failure" during patient use. It is unknown if this was reported to have occurred during an infusion. No reports of patient injury or medical intervention.